Event description:
Implanted 1990. Within 4 month of implantation pt started having headaches, irregular heart beats. Went back to see the plastic surgeon who advised pt not to take them out. Pt was told they would last a lifetime. However pt did not get better. They visted another doctor who told them implants were not to last for a lifetime. Pt had to quit their job within a year because of headaches and backaches.